Event description:
It was reported that during dilatation in the mid right coronary artery procedure, the trek balloon catheter ruptured during its first inflation and at 10 atmospheres. Vessel and lesion site were characterized as being mildly tortuous and calcified, eccentric, de novo and 99% stenosed. Therefore another balloon catheter was used to dilate the lesion site prior to deployment of a vision stent. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue,bmw universal ii. Guide cath: rebirth, mach1 6f. Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp). Return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of a leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the mildly calcified lesion, such that the balloon ruptured upon first inflation at 10 atmospheres (atm) which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. A definitive cause for the reported balloon rupture cannot be determined.